Event description:
It was reported that following a difficult access with multiple puncture attempts, a carotid angiogram using embolic protection was performed. Landmarking femoral angiograms confirmed the right axillary femoral bypass graft in the right groin was punctured for access. Another access was made in the left axillary femoral bypass graft in the left groin. Carotid stenting was performed. The right groin closure was attempted with a perclose; however, the suture would not deploy properly and the device was removed. Hemostasis was achieved on the right and left groin punctures with 6f angio-seals. During placement of the angio-seals, several attempts were made to pre-dilate the femoral graft for delivery of the angio-seal sheath into the graft. The patient experienced excessive leg movement; therefore, angio-seal closure was preferred. Later in the day, the patient coded and the groin site was checked by the physician and appeared fine. The patient expired and the autopsy revealed the patient bled 3 liters of blood from the left graft site.

Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU state the safety and effectiveness of the angio-seal device has not been established in patients punctured through a vascular graft. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in patients with clinically significant peripheral vascular disease.